Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this electrode received an inappropriate shock due to oversensed noise. There was a concern the electrode had fractured. An invasive procedure was performed to replace the electrode. On extraction it was noted the electrode was in the pocket at an acute angle and insulation separation was observed. A new electrode was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed insulation abrasion through the abrasion sleeve; however, the insulation under the sleeve remained intact. The conductors remained protected by the outer insulation. The damage appeared consistent with possible electrode-on-can contact. Resistance testing verified the electrode was electrically continuous and the conductors were appropriately insulated from one another. While insulation damage was confirmed, analysis did not identify any electrode characteristics that would have contributed to the observed oversensing and inappropriate shock.